Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on march 30, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.